Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-03011 and 2134265-2015-02938. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), a 100v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter. During the procedure, the motordrive unit 5 plus stopped performing automatic pullback. The procedure was completed with this trouble. No patient complications were reported and the patient's condition is good.